Manufacturer narrative:
Additional information was received, but the requested device event log, device configurations, and prescription settings were not provided. It was reported that the patient and vital signs were stable prior to the reported event. It was reported, "the device reported a risk of repeated inhalation of co2. It was determined to be a problem with the air flow sensor. The hospital stated that it had handled it properly and no injuries were caused." The hospital's response to the issue with the air flow sensor is unclear, however, it was reported that the device was returned to service. Per additional information received, the device alarmed/alerted as it should have at the time the issue was reported. An invalid device serial number was initially provided. A request was made to verify and provide the correct serial number, but that information remains unknown. Based on the information currently provided and available, this event is assessed as having confirmed device cause/contribution to the adverse event due to the confirmed problem with the air flow sensor. No further action is required.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak-co2 rebreathing risk" alarm. The device was in clinical use when the issue occurred. It was reported that the patient suddenly experienced difficulty breathing, became restless, and felt severely hypoxic. The monitored blood oxygen saturation level was at 60%. The patient's blood oxygen saturation had dropped to 36%. It was then reported that the suspected ventilator was turned off, and the patient was provided with high-flow oxygen through a face mask. The patient was moved to a different ventilator, and the oxygen concentration was adjusted to 100%. The patient's blood oxygen saturation level then began to rise, and consciousness was regained. Based on the information currently provided and available, device cause and/or contribution to the reported event cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. A follow up was performed with the key market (km), and it was reported that there was an issue with the air flow sensor. The km reported that the hospital handled the issue, and the device was returned to service. The km did not specify how the hospital resolved the issue; it was reported that no parts were replaced, and the device was returned to service.